Manufacturer narrative:
The sample was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The customer reported a new tego connector was placed on the patient after dialysis treatment was completed on (B)(6) 2020. On (B)(6) 2020, the patient returned for another treatment. The health care provider washed the cdk as well as the tego with chlorhexidine, pulled out the heparin lock, drew back blood with a 20ml syringe, and then took a blood sample from the shank. After the sampling, the health care provider tried to give the blood back with the 20ml syringe, but the blood seeps our from the sides of the tego and air goes up the shank. The clamp was quickly closed and the tego was replaced. Air was pulled our as well as some blood, then the shank was flushed with nacl and the tego worked fine. There was patient involvement, but no serious injury or death, no blood loss, no property damage, and no medical or surgical intervention required. The device was changed out and replaced with no further problems encountered.